Event description:
It was reported that the ilet pump display was unresponsive and appeared frozen on the ¿press and hold¿ prompt during a supply change, preventing the user from proceeding until a mobile restart was performed, after which the supply change completed successfully. Investigation included customer interview and guided troubleshooting. Further investigation of this case revealed that a device restart restored normal function, and the issue could not be reproduced after restart. There was no user reported symptoms and adverse clinical effects. Outcomes included no impact on health and no medical intervention. It was concluded that, based on previously established findings for similar reports, the device functioned as expected after reboot and no device malfunction affecting patient safety was identified.